Event description:
Reporter indicated a vns therapy pt presented with an increase in seizures. The relationship of the seizures in reference to the pt's pre-vns baseline is unk. Diagnostics confirmed the vns therapy system is performing as intended. A battery life calculation revealed the pt's generator has 4.57 years until the elective replacement indicator reads "yes". The pt was reportedly switched to a generic brand medication. The pt underwent prophylactic vns therapy system replacement surgery. The explanted vns therapy system has been returned to the MFR. No anomalies were identified with the returned lead portions. The generator is pending analysis. Good faith attempts to obtain add'l info have been unsuccessful to date.